Manufacturer narrative:
A supplemental MDR is being submitted for the voluntary medwatch received from the hospital. Please see medwatch number - 5149018

Manufacturer narrative:
Updated b.4, g.3, g.6, and h.2. Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided. Calcification and tortuosity could be observed in the patient's right access vessel. Post-procedural imagery showed liner delamination of the sheath and separation of the c-marker. The esheath/esheath+ is designed in a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Commander delivery system retrieval through the esheath/esheath+ is validated. To promote maintaining sheath integrity, design requirements and drawings include sheath tip and shaft materials selection and dimensions. Mitigations include visual and dimensional inspections of the sheath components and assembly. Users are informed of the residual risks associated with the valve, delivery system and/or accessories through the potential adverse events section in the instructions for use (IFU). To help mitigate risks, edwards provides guidance and instructions on visualizing and assessing vasculature, correct device prep, and proper insertion techniques in the IFU and training/refresher training materials, including adequate hydration of components, appropriate orientation of the esheath/esheath+ seam in the vasculature, and the risk associated with excessive calcification or tortuosity. Edwards also provides how to retrieve the delivery system (with or without the crimped valve), including if the delivery system balloon is ruptured. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to circumferential liner delamination of the sheath which can manifest during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to any of the complaints. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. In addition, non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors such as calcification, tortuosity, and/or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. The sheath liner delamination and separation of the system component during user were confirmed through evaluation of returned imagery. Investigation results suggest/indicate patient factors (calcification, tortuosity) and/or procedural factors (withdrawal of burst/torn balloon, excessive manipulation) may have caused or contributed to the events. No edwards defect or manufacturing non-conformance that would have contributed to the reported event have been identified. No IFU/training deficiencies were identified. Therefore, no further escalation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing. H3 other text : not returned for evaluation.

Event description:
As reported by the field clinical specialist, the sinotubular junction (stj) measurements averaged 23.6 mm with light calcium and a height of 23.7 mm. During a transfemoral tavr procedure with a 26 mm ultra valve, the commander delivery system balloon burst at the end of valve deployment with nominal volume. Imaging showed that the valve was well seated with no leak. During withdrawal, the delivery system was unable to be pulled into 14 fr esheath. The physician snared the balloon at the distal commander marker from the contralateral side (left) and attempted to remove the sheath/commander as a unit with the snare being advanced in tandem. The commander became stuck in the right common iliac artery. An 18 fr gore dryseal sheath was placed over the snare from the left side, and a gooseneck snare was used to pull the wire inside the commander into the dryseal, but they were unable to pull the nosecone into the dryseal. They decided to do a cutdown on the right side. After an arteriotomy was made at the transition from the r cfa (common femoral artery) to the reia (right external iliac artery), they attempted to pull out the commander balloon, but it would not move. They continued to extend the arteriotomy until the balloon could be removed. They then placed an ilio-fem bypass graft on the right side. Spiral dissection was noted in the rcia (right common iliac artery) with additional dissection of the lcia (left common iliac artery). Gore vbx stents were placed bilaterally in the common iliac arteries. A self-expanding viabahn stent was placed in the reia to cover the distal anastomosis. During withdrawal of the devices, the esheath seam was "split" and the distal marker had embolized off the esheath. The marker was able to be retrieved surgically. Post procedure, the patient developed dic (disseminated intravascular coagulation), and had bleeding from the branch of the sfa (superficial femoral artery) requiring treatment. The vascular surgeon was concerned for deep contamination and were considering potential suppressive antibiotic therapy. The patient had issues swallowing and is being seen by speech therapy. No additional patient complications were reported.